Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under back te pads. There was no alleged device malfunction contributing to the rash. The patient¿s cardiac rehabilitation nurses advised to use cortizone 10 for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.